Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4812 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4812 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of colonoscopy (exam to terminal ileum. Boston prep scale of 9. Withdrawal time of 10minutes 2. Internal and external hemorrhoids. No other evidence of bleeding.) In 2021, cancer in 2014, tubal ligation in 2010, obesity in 2009, fibromyalgia in 2008 and dizziness, dysmenorrhea, adenomyosis, blood pressure high, bladder infection, heavy periods, tobacco user, type 2 diabetes mellitus, esophageal reflux, parity 3, multi gravida, dyspareunia, pelvic pain female, edema, depression, general body pain, chills, ear pain, edema, dyspnea, chronic chest pain and hypertension. The patient had a family history of hypertension, headache, back ache and neck pain. As concurrent condition the report mentioned abnormal uterine bleeding. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2023, 4812 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: surgical pathology specimens a fallopian tube, right, bilateral fallopian tubes and essure coils b peritoneum, left broad liagment c endometrial curetting diagnosis: a. Fallopian tubes, bilateral salpingectomy: - fallopian tubes without inflammatory or malignant changesessure coils identified - benign paratubal cysts, 0.6 cm and 0.9 cm b. Peritoneum, left broad ligament, biopsy: - benign fibrous tissue - negative for endometriosis c. Endometrium, biopsy: - fragments of benign secretory endometrium - negative for endometrial intraepithelial neoplasia/carcinomagross description: received in the same container are two fimbriated fallopian tubes admixed with silver metallic coils, up to 19 cm in length. Fallopian tube #1 is 7.9 cm in length by 0.8 cm in diameter and contains a 14.7 cm in length silver metallic coil within the lumen. [Physical examination] on (B)(6) 2011: increased upper airway noises quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Surgical pathology report received. Medical history & concomitant drug, lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.